Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding, the customer¿s hospitalization due to hyperglycemia from the attorney of the family. The information received on (B)(6) 2021 stated the following - reporter alleges in or about in 2021, the customer began using an insulin pump. The customer was using a medtronic minimed 670g insulin pump. The customer stated that, the event occurred on (B)(6) 2020 and (B)(6) 2020. The insulin pump will not be returned for further analysis.